Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, the device had an incomplete staple line distally. They used additional cartridge to fix the staple line.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of three endo gia 45mm articulating medium/thick reloads. Visual inspection of the returned product noted that a reload was partially fired. Staple pushers were visible at the 4cm cut line. Functionally, the reloads were loaded into a post market vigilance instrument, and was applied to test media. All remaining staples were placed, and test media was cleanly transected. Visual and functional evaluation of the other two reloads showed no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Replication of the partial fire condition with interlock engagement may occur when the firing handle has not been completely cycled. If the instrument return knobs are retracted at any point once the firing cycle has begun, the loading unit will engage into safety interlock and prevent further attempts to fire by ceasing the placement of staples and tissue transection, and prevent patient harm. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.